Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01mar2021.

Event description:
The customer reported a dim display when powering on the unit. The customer contacted product support and discussed the 2nd gen ui assembly. The caller request part ID for ui assembly. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The biomed replaced the user interface assembly to address the reported issue. Failure analysis on the returned user interface assembly shows that the burn-out cold cathode fluorescent lamp (ccfl) backlight causes the dim display.